Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported that during use the safety mechanism was difficult to use and needle would not disconnect from base with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: the needle will not disconnect from the base of the IV.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the safety mechanism was difficult to use and needle would not disconnect from base with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: (4 of 4) the needle will not disconnect from the base of the IV.